Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the device was not showing patient information. A technical support specialist (tss) found that patients were not showing because the device had been configured for units/areas that currently had no admitted patients. Tss explained to the customer how unit/area configuration impacted patient census. The customer added another area and verified via the station list. Tss advised running a system report to audit assigned units/areas and confirmed that patients were visible via facility search. Finally, tss guided the customer on updating the configuration to include additional locations. The configuration was corrected, and the customer understood how to manage units/areas. Other device, it had been stuck in windows login or bios/boot mode. Tss checked and ran a scan on the hard drive. The hard drive scan was completed, and it successfully repaired the windows files. The issue was resolved, and the customer permitted closing the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not showing patient information. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.